Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other additional graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a perforation in a heavily calcified, moderately tortuous left anterior descending lesion. The 3.50x16mm graftmaster stent delivery system failed to cross due to a previously implanted stent. The device was replaced with a new same size graftmaster but the same occurred. The perforation was sealed using an unspecified balloon. There was no adverse patient sequela reported. No additional information was provided.